Event description:
Event desc: this device malfunction became known to us by an unfortunate needle stick accident of a staff nurse. The nurse was providing care to a pt and repositioning the pt in bed when she felt a stick in her left index finger. A search of the bed revealed a used braun introcan safety cage that was not covering the tip of the needle. The manufacturer's rep has been contacted by the director of materials management to review the matter. Manufacturer response (as per the reporter) for i.v. Catheter, introcan safety IV catheter. Manufacturer's rep has been made aware. Awaiting visit my manufacturer's rep to evaluate situation. Additional info provided by the facility indicated that nurse #1 accidently left the needle on the bed after use. Nurse # 2 got stuck by the needle that was left in the bed, when repositioning the pt. It is not known by nurse # 1 if the clip was activated over the needle tip when she set it down. The nurse involved in the incident and the pt received all hospital protocol bloodwork testing. To date all testing has been negative.

Manufacturer narrative:
The actual device in the reported incident was returned to the manufacturer to be evaluated. The safety clip was located near the tip of the needle, but was not covering the tip of the needle. The short arm and the long arm of the clip were damaged. The long arm of the clip appeared to be bent off the side of the needle. The catheter was not returned for evaluation. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed off immediately into an appropriate sharps container. The sample and all available info has been provided to the actual manufacturer for evaluation.